Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump was not charging using the wall adapter. The customer used new charging cable and wall adapter. The pump was successfully charged. Blood glucose was within normal range.